Event description:
The customer reported that the unit would not turn on. The customer reported that the unit was no in use on pt. Review of the device diagnostic history noted an prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The device diagnostic history noted the ventilator had been previously operating on the internal battery. The MFR service engineer replaced the power management board and user interface to address the reported problem. Applicable final testing was performed and tests passed per operating specs.